Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-oct-2018 with the following findings: during investigation, the battery compartment was cracked at the left side of the grip from the threads to the case seal. The battery cap was also stripped and was unable to secure to power on the pump. A test battery cap was able secure and power up the pump. A 12 hour duration test was completed with a test cap with no power losses or reboots. The alleged power damage issue was duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.